Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber. A visual review of the fiber noted that the fiber was fractured 10cm from fiber tip. The fiber buffer layer is melted / elongated at the break point on both sections of the returned fiber assembly. This indicates the laser was fired for a period of time after the break occurred. The fiber core at the break point is relatively flat indicating a low stress break. The entire length of the returned fiber assembly was stressed by bending it to approximately a 1" radius and no weak points were found. The customer's reported complaint of the fiber was fractured/detached is confirmed. Although the complaint is confirmed, an exact root cause of the failure cannot be determined. The fiber material was either adversely affected by handling during the procedure which weakened it or there was an inherent flaw in the fiber glass core which resulted in a break when handling the fiber assembly. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. Labeling review: the instructions for use which is supplied to the end user with this catalog number contains the following statement "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference pr(B)(4).

Event description:
A distributor reported an issue with a nevertouch direct procedure kit. The following was reported: normal use of the nt direct fibre with a small saphenous vein. At procedure closure, when pulling back the last 10 cm, the fiber fractured. No part of the fiber remained inside the patient. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. It was indicated the reported device is available for return to the manufacturer for a device evaluation.